Event description:
It was reported that the patient experienced a burn at the implantable neurostimulator site during recharging. The patient reported that she had other burns even though she was "wearing 80 sunscreen and a t-shirt". The recharger showed the antenna too hot screen after 20-30 minutes. The patient was cleaning the burn site with betadine 2 times a day. The patient's status was considered fair. Additional information has been requested, but was not available as of the date of this report.